Event description:
It was reported by the rep that according to the nurse, the instrument to be used in a cardiac procedure was a tct75 and it would not fire. Unfortunately the instrument was discarded prior to being reported.